Event description:
It was reported in a clinical evaluation report that various oxford knee revisions were conducted at various times. The information provided does not include the reasons for revision; only that multiple revisions were performed involving biomet manufactured product. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the events.